Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Watermark was not observed at the base of sensor tail. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of applying the adc freestyle libre sensor and was therefore unable to test. Customer further reported experiencing symptoms of hypoglycemia "tremors, dizziness, dark vision, nausea" and was seen at a hospital where a reading of 37 mg/dl was obtained on the hcp meter. Customer was diagnosed with low blood sugar and treated with serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after a day of applying the adc freestyle libre sensor and was therefore unable to test. Customer further reported experiencing symptoms of hypoglycemia "tremors, dizziness, dark vision, nausea" and was seen at a hospital where a reading of 37 mg/dl was obtained on the hcp meter. Customer was diagnosed with low blood sugar and treated with serum. There was no report of death or permanent injury associated with this event.